Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the cutting function of an ophthalmic system was unavailable from the start during a vitrectomy procedure. The surgery was completed on the same day using an alternative system. Patient impact has not been provided. Additional information has been requested but is not available at the time of this report. This complaint pertains to two reports received from the same facility.